Event description:
The customer reported that the system exhibited an error and required a reboot to regain functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hv cables were evaluated, swapped, and reconnected. The system was tested and found to be working as intended and returned to service.